Event description:
Kimberly-clark received a report from (B)(6), stating, "two gowns sterile seal was broken." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database. (B)(4).

Manufacturer narrative:
The reported defect was identified prior to use, and no patient involvement was reported. We are unable to review the device history record as the lot number provided does not associate to the reported product. Sample analysis shows that the side seam on both returned pouches was not sealed. We were unable to determine the root cause for this reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.